Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, patient received a primary attune right total knee replacement to address osteoarthritis. Brainlab navigation was used. Patella was resurfaced. Depuy cement was utilized. There was no reported complication. On (B)(6) 2019, patient's right knee was revised to address tibial baseplate implant loosening at the cement to implant interface. Surgeon reported that the implant was "completely loose from the cement mantle" and was removed by hand without instrumentation. There was reported synovitis that was excised. Tibial tray and insert were revised; femur and patella were retained. A revision 50 mm stemmed attune tibial baseplate and tibial insert were implanted using depuy cement. Doi: (B)(6) 2015. Dor: (B)(6) 2019; (right knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot - device history reviewed: 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report, however it did not relate to instability. Total for lot number: 2 (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.